Event description:
Medtronic received a report of an apollo catheter that was broken during use. It was noted the patient's vessel tortuosity was normal. The access vessel was the right femoral artery. It was reported that the doctor advances the microcatheter mounted on a guidewire to the distal portion of the marginal callosal artery without difficulty, performs placement of the microcatheter in the vascular bed to be treated. After removal of guidewire, it proceeds to perform microcatheter lavage with dmso 0.23 ml, under prior agitation of embolic agent proceeds to perform injection of the embolic agent without resistance to injection, the zoom of the image is changed and there is evidence of emptying of the a2 segment of the anterior cerebral artery. It was noted that there was a catheter leak in the distal portion of the device. The catheter was inspected or tested prior to use. The leak was observed during use. There was catheter rupture with a different embolic agent was used other than onyx 18. There was no friction or difficulty during delivery. There was no other damage to the catheter other than th e rupture. The injection rate was 0.1 to 0.2 ml per minute. There was medical or surgical intervention needed to prevent a permanent impairment of a function. "As a result of the catheter rupture, the embolic fluid spread at the level of the anterior cerebral artery m2, (site which was not targeted by the embolic agent), therefore thrombus aspiration with a pump and multiple steps with a competing stent retriever were used in order to improve blood flow through the affected vessel." It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The catheter was flushed as indicated in the IFU. Ancillary devices include an introducer 8 fr terumo sheath, neuron max 088 x 90 cm lot: h00008307 guide catheter, microguide mirage 103-0608 lot: d097779 liquid guidewire, and squid 12 lot: 50229206 embolic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.